Event description:
Placed 5/10/99. Pt rec'd 2 chemo treatments, but catheter was leaking. Catheter split upon attempt to remedy leak. Removed catheter. Chemo drug leaked & became "trapped" under the skin.